Manufacturer narrative:
Article citation: quesada, andres e., zhang, yanming, ptashkin, ryan, et al. Next generation sequencing of breast implant-associated anaplastic large cell lymphomas reveals a novel stat3-jak2 fusion among other activating genetic alterations within the jak-stat pathway. The breast journal. 05/jan/2021; 1-8. The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl.

Event description:
Through journal article ¿next generation sequencing of breast implant-associated anaplastic large cell lymphomas reveals a novel stat3-jak2 fusion among other activating genetic alterations within the jak-stat pathway,¿ authors report a (B)(6) year old patient and reason for implant is noted as invasive ductal carcinoma. Patient was implanted with a textured implant of an unknown fill and presented with left breast swelling eight years after implant. The stage of alcl was noted as t2. Treatment provided as bilateral complete capsulectomies. Affected side is left. The status of the device is unknown. The manufacturer of the device is unknown.